Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the patient developed an infection at incision site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.